Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Tandem technical support was troubleshooting the issue, however the customer was unable to complete the check at the time of report. Multiple attempts were made to continue the troubleshooting, however no response was received. There was no reported adverse impact. No additional information was provided.